Event description:
The customer reported that the monitor cart was not functioning. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the fuses were defective on the monitor cart. The customer has replaced the fuses. The system operates as intended.